Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: an ultraflex¿ esophageal stent was returned for analysis, the delivery system was not returned. Visual evaluation found the stent to be fully expanded and the stent wire was broken in two places at the distal end of the stent. A fragment of the broken wire was tangled but was able to be removed from the remaining intact stent. No other issues were noted with the device. The complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. During the procedure, the stent failed to deploy. The ultraflex esophageal stent and delivery system was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was broken in two places at the distal end of the stent.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent was returned for analysis, the delivery system was not returned. Visual evaluation found the stent fully expanded and the stent wire was broken in two places at the distal end of the stent. A broken wire fragment was tangled but was removed from the remaining intact stent. No other issues were identified during the product analysis. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. During the procedure, the stent failed to deploy. The ultraflex esophageal stent and delivery system was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was broken in two places at the distal end of the stent.